Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 326 mg/dl. The customer was treated for high blood glucose with bolus and injection. The customer was explained the 2 high blood glucose rule. Customer run a 5 unit fill cannula and no insulin came out. Customer was advised that she will get a completely new reservoir and a new quick set and go through filling the tubing and priming it.